Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the actual device was not available; however, one unused companion sample was returned for evaluation. Visual inspection was performed with no issues. A hand twist test was performed and the female connector did not separate from the main body. The device met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of an extended life pd transfer set, which resulted in ¿difficulties in unscrewing the miniset line¿. As a result, the patient ¿cut the line connecting it to the cassette¿. This occurred while disconnecting the set at the end of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic antibiotic treatment. No additional information is available.